Manufacturer narrative:
On 13 november 1997, follow up was rec'd from the physician. The pt was last seen on 03 november 1997. The symptoms resolved '6 weeks post'. There were no residual problems with hypersensitivity.

Event description:
A pt received her first treatment on 9/19/96 in the nasolabial folds and vermilion borders. On 10/29/96, the pt noted redness, swelling, and induration at the treatment sites. On 10/30/96, she presented with persistent symptoms at the treatment sites. The physician was unsure if the symptoms represented a hypersensitivity; oral ceftin was prescribed.